Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) USA and alleged that his one touch ping had a meter casing issue. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The alleged issue began on (B)(6) 2014 at 3pm when the patient was having difficulties with removing the battery door. The patient manages his diabetes with an insulin pump; no changes were made to his usual management routine. The patient experienced no symptoms as a result of the issue; however the patient in response to the issue administered treatment of 1 unit of novolog on (B)(6) 2014 at 3pm. The cca noted that the alleged product issue remains unresolved with troubleshooting. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during trouble shooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.